Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) appeared to be exhibiting accelerated battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.